Event description:
On (B)(6) 2023, it was reported by a distributor via sems that an ar-8737-38 driver shaft broke. This occurred during a bunion revision when trying to remove the screw a piece of the drive was stuck inside the screw. The broken tip was fully retrieved. The procedure was completed, with no patient effect reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to over-torqueing/over-engaging the driver with the screw head.